Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion in the lcx with 80% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with (B)(4). It is reported that the alleged device could not pass the lesion. The physician used another brand of product, of unknown size, to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. There were no patient complications reported. Evaluation summary: the device was returned for evaluation. The hypotube was kinked distal to the strain relief. The distal tip was deformed. Proximal and distal stent segments are misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80% stenosis). Deformation problem (stent deformed). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology ¿ 80% stenosis). (B)(4).